Event description:
A piece of the valve of a 11x100 mm trocar broke off inside the patient's abdomen while performing a laparoscopic cholecystectomy. The piece was seen and retrieved per surgeon. Per surgeon and scrub tech all pieces were removed.